Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected information: original date of reported was initially in error as (B)(6) 2015. The correct date for the initial report should be (B)(6) 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: surgical time delay reported as 5 minutes.

Event description:
It was reported during surgery that the surgeon was reaming out the intramedullary canal when the flexible shaft connector broke. There was a slight surgical time delay. The patient status/outcome is unknown. The surgery was completed successfully without any surgical/medical intervention. This is report 1 of 1 for complaint (B)(4).